Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation.during the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination and error code present e053 (err_comp_log_sem_timeout) and e055 (err_therapy_queue_full). The device was scrapped.